Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros creatinine (crea) result obtained from a single patient sample and a lower than expected vitros crea quality control (qc) result were obtained using vitros chemistry products crea slides lot 1545-3561-6492 on a vitros 250 chemistry system. The assignable cause of the event is unknown. Historical vitros crea lot 1545-3561-6492 results were within expectation, indicating that a vitros crea reagent related issue is not a likely contributor to the event. Additionally, within run precision studies utilized biorad level 1 and level 2 qc material on the day of the event were within ortho guidelines. Furthermore, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros crea lot 1545-3561-6492. This collective data demonstrates that the vitros crea reagent lot 1545-3561-6492 was performing as intended on the date of the event and therefore not a likely contributor to the event. An examination of all vitros analytes tested between the initial test event and repeat test event demonstrated acceptable differences between all analytes except for the vitros crea assay, demonstrating that a preanalytical sample mix up did not likely contribute to this event. Pre-analytical sample processing could not be ruled out as a contributing factor of the event. The customer was not following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. As an alkp diagnostic within run precision test was not performed, a vitros 250 instrument related issue cannot be ruled out as contributing to the event, however there was no indication of an instrument malfunction.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros creatinine (crea) result obtained from a single patient sample and a lower than expected vitros crea quality control (qc) result were obtained using vitros chemistry products crea slides lot 1545-3561-6492 on a vitros 250 chemistry system. Patient sample result of 2.5 mg/dl vs. The expected result of 0.6 mg/dl biorad level 1 qc (lot 89750) result of 1.17 mg/dl vs. The expected result of 1.67 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros crea result was processed using a non-patient quality control material. The higher than expected vitros crea patient result was reported from the laboratory. The clinician questioned the crea result and repeat testing occurred. A corrected report was issued for a crea result more aligned to the patients clinical picture. The customer confirmed that there was no change in treatment plan for the patient due to the erroneous result that was released. There were no allegations of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).